Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Further testing confirmed the "undetected downstream occlusion," caused by an out of specification sensor. The downstream sensor was re-calibrated.

Event description:
During baxter's device evaluation, the device failed to detect a downstream occlusion. There was no patient involvement.